Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl which was treated with insulin pump but still high. The customer's another blood glucose level was 220 mg/dl. The insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that they performed displacement test and insulin pump passed it. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).